Event description:
Found during inspection. According to the reporter, all the device's warning icons are displayed and it won't power up. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control replaced the device. Physio evaluated the device and observed that all the service icons were illuminated, that the chargepak and internal batteries were charge depleted, and that it would not power up. Physio further evaluated the device and determined that root cause for the loss of battery charge was an electrically leaky capacitor, designator c177.